Event description:
It was reported that during a gastric bypass procedure, the device would not function. The same problem occurred with the second shear which was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.